Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv lead exhibited high, out of range shock impedance (greater than 200 ohms) for approximately 1 year. A technical service (ts) consultant reviewed device data, and provided recommendations for lead integrity testing, xray imaging, and command sync shocks. The device remains implanted. No adverse patient effects were reported. New information was received, provocative maneuvers were performed which did not reveal any oversensing. The physician advised they will be replacing the device soon due to normal device end of life (eol). This rv lead remains implanted. The physician recommended replacing with device with an s-ICD. No adverse patient effects have been reported.